Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports side unspecified rupture. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b.6 , d.6a , g.1 , g.2 , h.6.

Event description:
Physician reports rupture. Patient also reported "lowered in the chest area¿. This relates to unknown side.